Event description:
It was reported that the customer went to the hospital due to a failed battery test alarm. While he was in the hospital, the customer was treated for a high blood glucose reading of 375 mg/dl. The caller did not want to troubleshoot or answer more questions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn as this time.